Manufacturer narrative:
Follow-up #1: date of submission 10/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. The text on the display was faded and discolored. Contrast reset to maximum setting did not show improvement with the dim display issue. The reported display issue was duplicated in the investigation. Unrelated to the display issue, the battery compartment was found to have cracked from the grip pad to the opening of the compartment. No evidence of moisture or corrosion was found inside the compartment. Power issues were not encountered during the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).